Manufacturer narrative:
(B)(4): eval: results - visual inspection of the returned product found optic torn in half. There was evidence of reddish residue on lens surface. Conclusion - (user error caused event): based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to user error. (B)(4).

Event description:
The reporter stated the surgeon attempted to use an aq5010v three piece silicone lens. Surgeon noticed the lens cracked while attempting to insert lens. The lens touched the wound/eye, but lens was not inserted. There was no pt injury. Backup lens was implanted. The surgeon does not use an injection system with this lens model, prefers to fold the lens using forceps to insert the lens. The lens was not folded correctly. Cause of this incident was due to user error.